Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level, value not provided. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a mobile bolus via the app and performed a pump override to confirm the bolus request. The customer acknowledged and declined additional troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." H3 other text : device not returned.